Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) had numerous pacemaker mediated tachycardia (pmt) episodes. Atrial undersensing was noted with this crt-p. The patient was in an atrial tachycardia rhythm and not mode switching to atrial tachy response (atr) as expected. A review of the electrograms (egm) identified some extraneous signals with unusual morphology, but were not sensed by the device. The patient was feeling symptomatic and was hospitalized as a result. Boston scientific technical services (ts) was contacted and programming changes were discussed. The local sales representative made the appropriate programming changes. No other adverse patient effects were reported at this time. Additional information received from the local sales representative states that this patient was hospitalized for an infection, however it was noted that the infection was not related to the crt-p system.

Manufacturer narrative:
At this time, the crt-p remains in service. Should additional information become available, this investigation will be updated.